Event description:
Consumer reports 6 alleged false positive results complared to other rapid antigen tests, and pcr. Patient is asymptomatic. No apparent adverse event. Report 1 of 6.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone.